Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. It was reported that the tip of the drill bit broke during surgery, and the tip was retained in the patient's bone, which resulted in an unintended retained non-implant grade fragment. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during drilling of bone in a patients finger on (B)(6) 2016; the drill bit broke into 2 pieces at the distal end. The surgeon was not able to retrieve the broken piece and decided to leave it in the bone. There was a 5 minute surgical time delay as a result. The procedure was completed successfully and the patient status postoperative is reported to be stable. This complaint involves 1 device. This report is 1 of 1 for (B)(4).